Event description:
Coag button on megadyne ultra vac electrocautery hand piece became stuck in the engaged position after being depressed. Device continued to deliver electrical current while button was stuck. Hand piece was unplugged from generator, re-plugged in, and the button then became depressed. The coag button became stuck again during next activation.